Event description:
March 5: customer reports that during a ureteroscopy on a (B)(6) male the system fluoro failed. Physician aborted the procedure and rescheduled the patient for another procedure date. Customer reports the patient is fine, no adverse event.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.